Manufacturer narrative:
The medical center in japan discarded all impella pump products months ago at the time of explant. No benchtop analysis to root cause is possible. The jpvad registry team furnished no further details on the cva and as such the investigation has concluded. The failure mode will be monitored and trended.

Event description:
The complainant in japan had an impella cp support of 5 days in 7/2022 until wean and explanted. Later in 11/2022 the jpvad registry updated that the patient had suffered from an ischemic stroke (cva) during the support. The causal link between impella use and the cva could not be determined or denied.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2022-01679 was provided in sections b2, b5, d6, h1, and h6.

Event description:
Additional information reported that the patient expired, and the cause of death was unknown. There is not enough information to exclude the impella device as an associated factor in the patient's demise.